Event description:
It was initially reported that this subcutaneous implantable cardioverter defibrillator and associated electrode had small amplitude signals associated with some oversensing. A boston scientific technical services consultant suggested troubleshooting options to find an appropriate vector. Almost a year and a half later, we received information indicating that the patient, as they were descending stairs, received an inappropriate shock resulting in a fall. As they were trying to rise, another inappropriate shock was delivered. No medical attention was necessary for the fall and no additional adverse patient effects were reported. This device remains in service.